Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided with this report indicated the endoscope used with this device was an olympus gif-h170. The outer diameter of this endoscope is 9.2 mm. The instructions for use for this product instruct the user to refer to the product package label for use of the appropriate endoscope. The mbl-6 is compatible with endoscopes that have an outer diameter of 9.5mm - 13 mm. Use of the device with an incompatible scope is the most likely cause for premature band deployment. The user indicated that there was: "slippage of bands after ligation". Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use caution the user: "passing the endoscope over a previously placed band may dislodge the band." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report: based on the information provided that an incompatible endoscope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The physician complained that all 6 of the mbl-6 bands slipped when he fired only one. Per the complaint form received: slippage of bands soon after ligation; evident in endoscopy [sic]. Other than the deployed bands, a section of the device did not remain instead the patient. The patient did not require any additional procedures. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued from section e3: non-healthcare professional investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report of premature band deployment. The two-way handle, empty barrel and loading catheter were the only portion of the device that were included in the return. The six bands deployed prematurely and were not included in the return thus confirming premature band deployment. The trigger cord was also not included in the return. A functional test could not be performed due to the condition of the returned device. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided with this report indicated the endoscope used with this device was an olympus gif-h170. The outer diameter of this endoscope is 9.2 mm. The instructions for use for this product instruct the user to refer to the product package label for use of the appropriate endoscope. The mbl-6 is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm. Use of the device with an incompatible scope is the most likely cause for premature deployment of bands. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report: based on the information provided that an incompatible endoscope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The physician complained that all 6 of the mbl-6 bands slipped when he fired only one. Per the complaint form received: slippage of bands soon after ligation; evident in endoscopy [sic]. The following additional information was received on 31-august-2018: further, the physician reports that the bands slipped on the varix, when they were trying to shoot one band, all the bands slipped at once [premature deployment]. Other than the deployed bands, a section of the device did not remain instead the patient. The patient did not require any additional procedures. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
The following was initially reported on 31-august-2018: "during an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The physician complained that all 6 of the mbl-6 bands slipped when he fired only one. Per the complaint form received: slippage of bands soon after ligation; evident in endoscopy [sic]." The following additional information was received on 31-august-2018: further, the physician reports that the bands slipped on the varix, when they were trying to shoot one band, all the bands slipped at once [premature deployment]. Other than the deployed bands, a section of the device did not remain instead the patient. The patient did not require any additional procedures. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided with this report indicated the endoscope used with this device was an olympus gif-h170. The outer diameter of this endoscope is 9.2 mm. The instructions for use for this product instruct the user to refer to the product package label for use of the appropriate endoscope. The mbl-6 is compatible with endoscopes that have an outer diameter of 9.5mm - 13 mm. Use of the device with an incompatible scope is the most likely cause for premature band deployment. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report: based on the information provided that an incompatible endoscope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.